Event description:
It was reported that a patient experienced an infection coincident with peritoneal dialysis (pd) therapy. The cause of the infection was unknown. Treatment was not reported. The patient was hospitalized for the infection and the patient¿s catheter was repositioned. The outcome of the infection was not reported. The action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). (B)(4). This report involves a patient who experienced an infection in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.